Event description:
Health professional reported an alleged "prolapsed lap-band and port removed during surgical procedure." It is unknown how the event was first noted or if any diagnostic testing was carried out. Follow up is being conducted and information has not been received at this time.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."